Event description:
Device appears to have been mfg and distributed without a lot control number and without an expiration date for the sterilization of the device. Also, although the tyvek pouch asserts "refer to directions for use for detailed instructions", no detailed instructions were provided with the device.